Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations was unable to conduct internal investigation due to cartridge lot's expiration.

Event description:
Customer reported false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 2. See case-2023-1008-1 for false positive result for individual 1. Individual received false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 22850e, reader sn (B)(4). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested negative with a quidel covid-19 antigen test on (B)(6) 2022. A sars-cov-2 pcr test was also performed on (B)(6) 2022, however, result was not provided. Individual had no symptoms or known exposure.